Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer's investigation is completed.

Event description:
It was reported that the log files were submitted for analysis. The event log file captured a few pulsatility index (pi) event and routine power cable disconnect during power change. Otherwise, the log file captured routine events, there were no notable alarm conditions or parameter changes seen in log file. Based on the data visible in the log file the mechanical circulatory system (mcs) equipment was operating as intended electronically and mechanically. It was additionally reported that, at the time when the pi was spiked and dropped, the patient was found down unresponsive. It was noted by emergency medical services (ems) that it could be due to potential seizure or stroke. It was also informed that no surgical procedure or pump exchange will be performed.